Event description:
Subsequent to the previously filed medwatch, additional information was received that on (B)(6) 2014, the patient experienced elevated troponin, greater than 5 times the normal upper limit. There was no addition information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the (B)(4) xience xpedition drug eluting coronary stent system instructions for use (IFU), is a known patient effect that may be associated with the use of a coronary scaffold in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a xience xpedition stent was implanted in a mid left anterior descending artery (mlad) and a dissection was found. Another xience xpedition stent was used successfully to treat the dissection. Although the patient was discharged home on (B)(6) 2013, there was no prolonged hospitalization occurrence reported. There was no additional information provided.